Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
A report was received stating that "yesterday another handpiece was given to me by (B)(4). It is the f2-b1 straight (light green) attachment af02 lot# p00363260. The neuro coordinator later came to tell me that's how it came in the set yesterday so I don't know when the damage occurred". No patient impact was reported. On follow-up it was noted that this was identified during a procedure, prior to use. It was confirmed that there was no patient impact.